Event description:
The rptr indicated that the day after implant, the pt received several shocks. A magnet was applied to the device to inhibit therapy delivery. The pt remained shock free until apparently the magnet was removed and the pt was shocked again. The magnet was quickly reapplied and no further shocks were sustained by the pt. At no time did the hosp telemetry unit record any arrhythmic episode on their ECG equipment. The magnet was removed, and the device was inquired and disabled. Upon direct evaluation of the pt, noise on the real-time ventricular iegm was observed during deep inspiration and expiration, as well as noise when the pocket was palpated in the axilla region with a medial/lateral type motion. The doctor was contacted and he decided to investigate invasively. The pt was brought back to the or. Examination of the connector was done, and no blood or unusual visual signs were seen. The leads were found to be properly secured in the header. The doctor attempted to tighten the leads further with the torque driver. After several clicks, it seems that the cap did not move on either of the connectors (df-1 or vs-1). However, on the df-1 connector, the doctor could turn the cap an add'l 1/4 to 1/2 of a turn further before the cap was completely tightened. Following complete tightening, the doctor loosened the df-1 cap and removed the lead and inspected the connector. Nothing unusual was found. Again, the lead pin was reinserted and tightened with the torque wrench and again bypassing the torque mechanism, the cap was turned an add'l 1/4 to 1/2 turn. The system was shocked by the doctor out of the pocket while observing real time iegm and no further electrical noise was observed. No add'l reports have been received concerning inappropriate shocks in this pt.